Event description:
It was reported that during a laparoscopic cholecystectomy, the surgeon mentioned that the device had no more clips, fired the device anyway and the device locked out and became stuck on tissue. It is unk as to how the device was removed from tissue. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.